Manufacturer narrative:
Product was not implanted. Concomitant medical products: 115375 comp rvs tray +5mm co 44mm 029050, 106021 ringloc+ replacement ring sz21 772120, ep-115394 e1 44-36 std +3 hmrl brg 633410. Complaint sample was evaluated and the reported event was confirmed. Visual inspection revealed locking ring was severely bent and dinged; tray taper scratched; and poly had slight nicks and scratches. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: ringloc replacement humeral tray ring part # 106021 lot # 772120. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 06942. It is unknown if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during initial reverse shoulder surgery, the poly was not able to assemble with the tray. Even after trying to use a new locking ring with the poly, still it wont assemble with the tray. Attempts have been made and additional information is not available at this time.